Manufacturer narrative:
H3: no product was returned but three photos were attached to the complaint. Review of the photos did not show clear evidence of the alleged leakage. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No other complaints were documented for the alleged affected lot number.

Event description:
It was reported that the device was leaking within its sealed over pouches. The reporter confirmed that the origin of the leak was not identified. Reporter stated there was no damage observed to the product packaging, nor the box or carton the chemotherapy was delivered in. There was no patient involvement.